Event description:
Procedure: sigmoidectomy. According to the reporter: upon connecting the avail with the stapler, there was no tactile and audible click. After firing, the surgeon attempted to remove the device from the pt body, but the anvil would not tile and was stuck in the stapled part. After many trials, finally the avil passed the stapler part and tilted at the time. However the stapler part was torn and the surgeon had to perform anastomosis again. No bleeding. There was tissue damage and unanticipated tissue loss. The defective avil was discarded at the site. No reinforcement material used.

Manufacturer narrative:
(B)(4).